Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. It's not clear what caused this, nor does anyone understand its significance in this patient. There was no evidence of infection, no abnormal physical exam findings, just isolated fevers and low platelets. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
8-cm fibroid treated two weeks ago on the friday before memorial day. The patient came in 24 hours later with fevers-wbc wnl, 102º-103º, normal exam, sent home pod #3-came into ew with fevers, 102º-103º and her platelet count (platelets were only 35k). Hb wnl. Admitted-blood cultures were all negative, med consult, heme onc all stumped. Still spiking temps x 48 hours but finally defervesced and sent home on antibiotics. All good now. A platelet count below 100k is definitely abnormal, and when it gets very low (~5k-10k), spontaneous bleeding is common. It's not clear what caused this, nor does anyone understand its significance in this patient. There was no evidence of infection, no abnormal physical exam findings, just isolated fevers and low platelets.